Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the therapy was not working ¿ like it should¿ for patient since 2017 . The caller was not with the patient on the day of this call but they would take down instructions for program change and change later with patient. Patient was advised to follow up with healthcare provider (hcp) if program change did not resolve the issue. The event occurred in the last couple of months. Health care professional reported the battery was found to have completely run out and they underwent a battery replacement on april 10, 2017. It was reported that the issue was resolved. There were no further complications that have been reported as a result of this event.